Manufacturer narrative:
Per tandem¿s user guide: ¿change your cartridge every 48¿72 hours as recommended by your healthcare provider.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) of approximately 50 mg/dl. The cause of bg was unknown and bg was addressed with juice or candy. Reportedly, customer used the cartridge for 9 days. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: lowest blood glucose (bg) value entered in the pump by the user was 25 mg/dl on (B)(6)2018 at (B)(6)am. Immediately following, the user requested and delivered a 5.53 unit bolus for a bg value of 547 mg/dl. The user likely entered the bg value of 25 mg/dl in error. The rest of the bg values entered in the pump by the user between (B)(6)2018 and (B)(6)2018 were above 125 mg/dl. User made bolus requests while still having insulin on board (iob). There were no erratic basal rate adjustments. Complaint could not be confirmed. Delivering a bolus based on incorrectly entered bg or carbohydrate values could lead to a low bg event. Additionally, making bolus requests and still having insulin on board could lead to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure.